Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic or hypersensitivity reaction type: to metals,/nickel allergy/ can no longer wear jewelry that contains nickel') in an adult female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concurrent conditions included hypertension since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2015, the patient experienced rash ("rashes or skin conditions type: unknown") and skin disorder ("rashes or skin conditions type: unknown"). On an unknown date, the patient was found to have weight increased ("weight gain / loss (specify which one) : weight gain") and experienced fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (anticipated removal in october 2019). At the time of the report, the allergy to metals, dysmenorrhoea, menorrhagia, vaginal haemorrhage, weight increased, fatigue, alopecia, rash and skin disorder outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, menorrhagia, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for the removal. Anticipated removal in october 2019. Current weight 203 lbs. Insertion details - 3 coils both on left and right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure implants are totally occluding the tubes. The hysterosalpingogram otherwise shows a normal uterus. No evidence of any leakage into the tubes. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic or hypersensitivity reaction type: to metals/nickel allergy, can no longer wear jewelry that contains nickel') in an adult female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concurrent conditions included hypertension since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2015, the patient experienced rash ("rashes or skin conditions type: unknown") and skin disorder ("rashes or skin conditions type: unknown"). On an unknown date, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain") and experienced fatigue ("fatigue") and alopecia ("hair loss"). The patient will be treated with surgery (anticipated removal in (B)(6) 2019). At the time of the report, the allergy to metals, dysmenorrhoea, menorrhagia, vaginal haemorrhage, weight increased, fatigue, alopecia, rash and skin disorder outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, menorrhagia, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for the removal. Anticipated removal in (B)(6) 2019. Current weight: (B)(6) lbs. Insertion details - 3 coils both on left and right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure implants are totally occluding the tubes. The hysterosalpingogram otherwise shows a normal uterus. No evidence of any leakage into the tubes. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: to metals, dysmenorrhea (cramping), fatigue, hair loss, nickel allergy, rashes or skin conditions type: , weight gain / loss specify which one: weight gain were added. Medical history lab data, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.